Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, during a device change out procedure, the existing right atrial (ra) lead exhibited low impedance, undersensing, and the distal end of the lead insulation had a fracture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.